Event description:
It was reported that following a fall on the device, the patient experienced a burning sensation in the pocket area and no stimulation. Since the fall, the patient had not charged or used the device resulting in an over discharge of the device. A physician mode recharge was performed. The patient was sent home to recharge the device, but experienced difficulty with communication and unable to recharge. Physician mode recharged performed again. The patient was able to charge to 100% and by the next morning the battery level was depleted. The patient continued to recharge the device, but was unable to get past 50% battery level. The patient continued to report charging more than expected. No further outcome was reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.